Event description:
Two external proficiency survey samples that recovered low outside exceptable range. Sample 1, reported result of 1180 mg/dl, expected range for this sample is 1784 - 2975 mg/dl. Sample 2, reported result of 624 mg/dl, expected range for this sample is 904 - 1507 mg/dl. The field service representative determined the pipettor b was leaking and replaced pipettor. Performance tests were performed and within specification.